Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right atrial and the right ventricular leads. It was undetermined of the source of the noise. Intermittent pacing inhibition was noted on merlin.net transmission. The patient was seen on (B)(6) 2018 for follow-up. Due to unrelated issue, the pulse generator was replaced; however, the leads remained implanted. The patient was discharged the same day.